Manufacturer narrative:
Results of investigation: the reported device was returned for evaluation and the reported issue of low occurrence rate was confirmed. The issue was isolated to a failed integrated circuits which was unable to supply output voltage for proper function of min paw alarm. A supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator alarm board is not working properly. It alarms at the incorrect reading. Patient involvement unknown.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.